Manufacturer narrative:
The company service rep was not able to reproduce the reported problem. As a precautionary measure, the power supply (part number (B)(4)) was replaced. The unit was tested to factory spec. It functioned normally and was returned to the customer. The power supply has been returned to datascope for further investigation.

Event description:
The customer reported that while the unit was used on a pt, the unit shutdown. The pump was replaced and therapy was continued. No pt injury was reported.